Event description:
The reporter said the device's therapy cable connector is broken. There was no pt associated with the report.

Manufacturer narrative:
Physio-control made an offer of service and supplied parts info for a therapy connector repair kit.